Manufacturer narrative:
A compromised force sensor system alarm occurred during the basic occlusion test due to protrude drive support disk. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer stated that insulin is squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.